Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was unable to stay on the same setting for more than 4-5 days without either having a sudden inability to walk or getting slight dyskinesia in their arms and legs. They saw their healthcare provider (hcp) in august and there was confusion about which setting the patient was on. Program d was making them irritable, dyskinetic, jittery, and anxious, so they went back onto program c. They further indicated they thought the problems may have been occurring because they were changing between programs too quickly, so they decided to stay on b (since they "somehow wound up there") and just change the voltage by 0.1 v. One month later during a programming session, their hcp turned up the voltage to 3 and their right arm started going crazy. Their hcp turned it down to 2, and their dyskinesia went away. They kept their settings at 1-3 v on one side and 2-4 v on the other side for program b and after 4-5 days they suddenly could not walk. They indicated that this happened when they were the least bit fatigued during the day. Their hcp told them one month later, in october 2017, to take synamet when they get up in the morning. The patient indicated they were frustrated they needed to take and increase their medication. They recently had a return of rigidity as well, and that it was almost as bad as it was prior to surgery. It was also noted they had "felt bad" and had ached all over when they got up during the night. The patient was directed to follow-up with their hcp to resolve the symptoms. No further complications were reported as a result of this event.